Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x, composix kugel hernia patch, composix l/p on (B)(6) 2005 and/or (B)(6) 2006 and/or (B)(6) 2008. As reported the patient is making a claim for an adverse patient outcome against composix e/x and composix kugel hernia patch. Attorney alleges that the patient had revision surgery on (B)(6) 2006 and (B)(6) 2008. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2023-093776). This supplemental emdr is submitted to correct the outcomes attributed to adv ev and annex f code which was inadvertently omitted in the initial emdr. No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention. Corrected fields: b2 (outcomes attributed to adv ev), h6 (imdrf annex f grid). This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x, composix kugel hernia patch, composix l/p on (B)(6) 2005 and/or (B)(6) 2006 and/or (B)(6) 2008. As reported the patient is making a claim for an adverse patient outcome against composix e/x and composix kugel hernia patch. Attorney alleges that the patient had revision surgery on (B)(6) 2006 and (B)(6) 2008. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.